Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their endocrinologist and was diagnosed with a staph infection. The patient had a allergic reaction to the adhesive and there was purulent discharge from the site. For treatment, the patient was prescribed the antibiotic bactrim. The pod was worn on the leg. The patient was discharged after a few hours. The pod was discarded.